Event description:
Device issue: missing/dislodged stent. Time of device issue: prior to use. Adverse event: none. It was reported that the procedure was to treat a vein graft to the right coronary artery (rca). A multi-link stent delivery system (sds) was advanced to the lesion and upon inflation of the sds to deploy the stent, it was noted that no stent was present on the sds balloon. The pt anatomy was searched and no stent was found in the patient's anatomy. The guiding catheter was removed and flushed and there was no stent found inside the guiding catheter. Although the cath lab was searched, no stent was found. A xience prime stent was used to successfully treat the pt with good results. Reportedly, there were no pt effects. No add'l event of pt info is available.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found the stent delivery system (sds) with blood on the shaft and in the guide wire lumen. There was contrast on the shaft and crystallized contrast in the inflation lumen and in the balloon. The stent implant had dislodged from the balloon and was not returned. The balloon was returned loosely folded. There were crimp marks on the balloon between the markers suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was no other damage noted to the sds. The protective sheath was not returned. Stent dislodgement can be influenced by many factors, including, but is not limited to; improper or inadequate crimping at the time of manufacturer, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. In this case, it is possible that during preparation, positive pressure was applied to the sds, slightly expanding the stent, such that when the protective sheath was removed, resistance was met, facilitating the stent dislodgement; however, this could not be confirmed. Reportedly, the stent dislodgement was not noted until the sds was advanced to the lesion. It should be noted that in the multi link 8 instructions for use it states: prior to using the multi-link 8 or multi-link 8 ll coronary stent system, carefully remove the system from the package and inspect for bends, kinks and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. In this case, a conclusive cause for the reported stent dislodgement could not be determined. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.